Event description:
It was reported patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were made. Patient had no consequences.